Event description:
Product is a blood sugar monitor. It has a weak life, then is replaced. It is attached to my upper arm. After about 11 days the monitor gave false low readings. I had switched my diabetes test method a while ago from testing by drawing blood from my finger to the freestyle libre method. However I am continuing to experience problems with the current devices. The sensor is placed onto my arm, and is supposed to be good for two weeks. As the time draw near that the sensor needs replacement, that information is shown on the monitor when I can't sensor. On three occasions, this listed sensor being the most recent, the sensor has given false low readings, usually toward the end of the two week period of use. This is very dangerous to me. When I get a low reading. In the 70's or 60's or even in the 50's, need to raise my sugar level by consuming food containing sugar. But, when I double check my sugar levels by pricking my finger and testing the blood, the readings are typically in the 130 to 160 range. You can imagine the potential risk of consuming sugary foods, trying to raise blood sugar levels that are though to be low, when my blood sugar is already somewhat high. I am concerned that your level of qc of your product may not be adequate. I switched to the freestyle libre system because I did not want to prick my finger several times per day. It hurts. But if the alternative is going to cause worse problems, I may need to switch back. Is there any way to assure that I am getting accurate readings with your product?